Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. Insulation abrasions exposing the outer coil were noted at 2.6 cm to 3.2 cm, 5.1 cm to 6.5 cm, 6.9 cm to 7.2 cm and 30.0 cm to 30.6 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.